Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on (B)(6) 2019. It was reported that the pump was interrogated another time to confirm the stall. The pump was set to minimum rate and the alarms were silenced. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 404 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that "a month ago" relative to (B)(6) 2019 the patient came into the office for a refill and a motor stall message was seen upon pump interrogation. The patient was not having any symptoms so the hcp filled the pump and asked the patient to come back in a month and check the reservoir. The patient came in on (B)(6) 2019 and was still not experiencing any symptoms but the full 20ml was still in the pump. Considerations were reviewed with the caller. No further complications were reported.